Event description:
During a returned sample evaluation, the device history log was reviewed. Error 43 (5x) was found in the device history log. The display board was replaced. Quality control testing was performed and passed. After repair, the device was found to meet specifications.